Manufacturer narrative:
Date of event: "bad". Date of report: today. The customer troubleshot with technical support. The customer replaced the battery to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilator when unplugged it would only run on battery for a few seconds. No patient involvement. Event date not specified, estimate used.